Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance, non-sustained ventricular tachycardia (vt) episodes, and elevated short interval counts (sic). A possible lead fracture is suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the other lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert were triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the rv lead integrity alert (lia) was triggered for increased sic count and 2 or more high rate episodes. The rv pace lead impedance was 4047 ohms. The sic count went up to 2262 in less than 3 days averaging around 759 per day. Evidence of oversensing has been noted during non-sustained ventricular tachycardia (vt) and high rate episodes.